Event description:
It was reported that a gradual decrease in sensing was observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. Patient was in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.